Event description:
The customer reported that the system experienced an 'x-ray disabled error' and required a system reboot to regain functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos pcb was evaluated and replaced and the system software and calibrations were reloaded. The system was tested and found to be working as intended and returned to service.